Event description:
A curved mcfadden aneurysm clip was placed around the aneurysm at the base. Following this, active bleeding was noted. A second straight clip was then applied just adjacent to the distal end of the curved clip, thus allowed to complete control of the aneurysm bleed. The first clip did not release freely. Question if this caused increased bleeding.